Event description:
Lead remains implanted. Reported shock impedance less than 25. Noise can be seen on the ff iegm on hmsc. The shock impedance has trended down in the last year. Sensing has trended down in the last year. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
On (B)(6) 2021 lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.